Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuosity). In this case, it was noted that the aortic arch was calcified. This indicates that the most likely cause of the advancement difficulties was calcified patient anatomy. When the dcs was withdrawn from the patient, it was noted that the edge of the capsule was damaged. A photograph of the capsule was submitted for review and part of the capsule flare and the tip were observed to be missing. It was reported that part of the capsule was cut-off after being after being removed from the patient, and therefore that damage did not occur during the event. The photo also appears to show nitinol crowns protruding from the capsule, although this cannot be confirmed from reviewing this single image. Protruding nitinol crowns may be the damaged "edge of the capsule" reported in this event. The root cause investigation determined that a number of factors may cause or contribute to nitinol crown protrusion. These factors include; use condition (tortuous anatomical pathway and complex disease state), user technique (application of force and advancement technique), thickness of polymer covering the nitinol crowns (thin polymer wall), or an unanticipated interaction between the capsule flare and a hard surface during loading or insertion (interaction with loading system or introducer sheath). In this case, the calcified patient anatomy may have been the cause or contributing factor to the nitinol protrusion in this event. However, without the dcs for analysis and procedural images for review, the potential nitinol crown protrusion cannot be confirmed, and the root cause cannot be conclusively determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when crossing the aorta, the tip of the sheath of the delivery catheter system (dcs) was damaged by calcium. The deployment of valve was not successful. When the dcs was removed from body, the physicians realized that there is a damaged tip. A decision was made to use another dcs and the access point was changed to subclavian. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the first delivery catheter system (dcs) was unable to be advanced across the aortic arch due to too much calcium. The valve and dcs were withdrawn from the patient without resistance. After removing the dcs from the patient, it was noted that the edge of the capsule was damaged. The tip did not separate from the dcs but was cut-off after being removed from the patient. The patient anatomy was reported to be tortuous in the aortic arch and heavily calcified with a minimum access vessel diameter of 5.6 mm. If information is provided in the future, a supplemental report will be issued.